Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 240512. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) shelf cartons of unused needle samples were received for evaluation by our quality team. The shelf cartons were from lots 240512, 250608, 250802. The shelf cartons contained 59 unused needles for lot 250802, 61 unused needles for lot 250608, and 43 unused needles for lot 240512. The samples were evaluated, checking both the bevel geometry and the presence of any obstruction. All of the samples showed a correct shape and no signs of clogging or any related issues were detected. Based on the investigation results, a cause related to the manufacturing process could not be determined for this reported incident. The assembly process inspects all needles using a camera system. The camera senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. The camera system is challenged every eight (8) hours of production. Needles are also routinely inspected for occlusion as part of an in-process inspection after assembly. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
Doctors indicate that at least two batches are not good, the needles give resistance when injecting plus they leak. Response received on: 12/24/2025 1:33 pm - the complaints were observed during use in several patients by various neurologists. They experienced significant resistance to the botulinum toxin injection, and fluid leaked. - as far as I know, the patients experienced no discomfort, but it could have had serious consequences

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.